Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error e226, image did not display and air leakage. The issue was found during set up and inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dented rigid tube, chipped light guide bundle, corroded video connector contact and peeled off plating on the tip of the rigid tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of universal cable and outer cover. And also, the cause of the malfunctions dented rigid tube, chipped light guide bundle, corroded video connector contact and peeled off plating on the tip of the rigid tube, were traced to component failure of light guide bundle, rigid tube and video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.